Manufacturer narrative:
UDI is unknown due to the device was manufactured prior to 09/24/2015. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the ipg pocket site. As a result, surgical intervention may be undertaken as the next course of action.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Corrected data: original reported device updated per additional follow-up.

Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2017 wherein the ipg was replaced as well as the pocket site relocated. Reportedly, therapy was restored post-operatively.